Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. An investigation was performed to identify a system failure or system malfunction that could have potentially resulted in a high dose situation. A general log file analysis was done for (B)(6) 2019 and (B)(6) 2019 in which no deficiency identified. The investigation does not show a malfunction or deterioration in the characteristics or performance of the device. According to the log assessment there is no hint for system failure or system malfunction that could have potentially resulted in a high dose situation. The entire dose was applied without a failure or malfunction of the system under the control and supervision of the operator. The operator may recognize total dose applied at any moment of the procedure on the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. No parts where exchanged and there is no report of the issue recurring. No systematic error was detected, and no further action was taken. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the artis zee floor system. The user reported that two patients received burn injuries after a procedure. The nature and extent of the injuries is not known at this time. Siemens has requested additional information in order to conduct an investigation of the reported event.